Event description:
A bd 10ml syringe was used to prepare a dose of methylene blue for a pt. Fluid was found to leak beyond the second rib of the stopper into the portion of the barrel exposed to outside air. The bd reference number is (B)(4) and the barcode number is (B)(4). The lot number of the syringe is 6173682. (B)(6).